Event description:
It was reported that the device was leaking. During follow-up communication with the customer, it was noted that a total of nine defective devices were identified, involving four patients, with three devices reportedly used on a single patient. The event occurred during patient use. Patient adverse effects, if any, are currently unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.